Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir was leaking and insulin pump had motor error and motor position encoder error. The customer blood glucose level was unknown. Customer reports the drive support cap appears normal. The customer also reported that the insulin pump was not been exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.